Event description:
The customer obtained biased pt results for lithium slides following failed quality control results. Correct results were obtained upon retesting qc and pt sample with a fresh lithium slide cartridge. Biased results of this type may initiate inappropriate physician action. No results reported and there was no report of pt harm as a result of this event.